Event description:
A user facility reported that an intraocular lens (iol) was removed from the eye. In a follow up, the surgeon reported that a posterior capsule rupture was noted following implantation of the iol. The lens was removed and an anterior vitrectomy performed. The lens was replaced with a sulcus lens. The surgeon reported the event resolved following the lens exchange. In the opinion of the surgeon, the device did not cause or contribute to the event. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and lens damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggest that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on (B)(4) 2012 by fax and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).